Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump underinfused during therapy (medication unknown) in the medical surgical care area. It was also reported the device was set at a rate of 300ml/hr for a volume of 500ml. After two hours there was 200 ml left. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was not verified. The device was found in specification in relation to the reported symptom which was not reproduced. The device passed all flow rate testing, including the customer reported rate of 300 ml/hr. No corrective action is required. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.